Event description:
It was reported that the programmer was making loud noises. It was further requested that the connector for the "pen" (stylus) be checked, as the pen was changed out but there were still issues. The programmer was returned for service. No patient involvement was indicated for this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis found that it made intermittent system fan noise and that the hard drive was noisy when operating. It also found that the stylus was not fully seated in the connection, though no fault was found with the connection, the stylus was merely loose.